Event description:
Caller reported a malfunction on pump with malfunction code 16, which was resettable. There was no adverse impact to the customer¿s blood glucose level. Customer received instructions for resetting the pump, and no recurrence of the malfunction occurred. Tandem technical support sent a replacement pump with updated software and provided necessary instructions for the return of the problematic pump and setup of the new one. Customer was informed about training opportunities and understood the procedure.